Event description:
Related manufacturer reference number 3006705815-2024-01458. It was reported the patient's lead had migrated. As such, surgical intervention occurred where the lead was explanted and replaced to address the issue. The investigation did not determine which lead had migrated. It was reported the patient experienced discomfort located at the ipg site. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132927. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.